Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. Upon further inspection, it was observed that the adhesive part of the objective lens had peeled off due to a handing issue caused by chemical or physical stress. It was observed that the bending angle was insufficient due to elongation of the angle wire. It was also observed that switch 2 was not functioning due to damage caused by external factors. As a result of the damage to switch 2, watertightness was not maintained. It was observed that the operating part of the angle fixing was loose. Lastly, scratches were observed on the following unit components due to external factors: switch 1, the operational part, the grip, the up-down plate, the right-left plate, the video connector, the light guide connector, the light guide cover glass surface and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported to olympus on behalf of the customer, the hd endoeye laparo-thoraco videoscope had leakage at the tip. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive of the objective lens had peeled off, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction: device manufacture date: nov 20, 2014 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.